Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the left anterior descending (lad) artery. The hi-torque pilot guide wire could not cross the lesion due to heavy calcification and after several attempts the guide wire kinked. During withdrawal of the guide wire, there was resistance with the guiding catheter and the guide wire separated. The separated guide wire was retrieved successfully from the guiding catheter. A non-abbott guide wire was used to cross the lesion. The procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported polymer separation (reported as guide wire separation) and the reported kink were confirmed, although the reported failure to advance could not be replicated in a testing environment as it was based on operational context of the procedure. The reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions.